Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence and abdominal/pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.